Manufacturer narrative:
The device has been discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.

Event description:
It has been reported to us that during the procedure, the pt had an allergic reaction while the introducer sheath was inserted. The pt was undergoing an electric generator placement procedure. The pt had a headache and chest pain prior to the insertion of the introducer sheath. The physician inserted the introducer sheath and the pt, within ten mins, had a rash on all limbs. The pt was treated quickly with fluid and adrenalin and responded. The pt is reported to be fine. The actual device was discarded, and will not be returned for eval.